Event description:
New information notes that the x-ray was performed and the patient experienced thrombus and was being treated.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricle lead exhibited failure to capture. No intervention was performed. Patient was stable.